Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with no response obtained and no tones heard. Ts discussed the device may have reached end of life (eol) and should be replaced, with it possibly depleting prematurely. This s-ICD remains implanted. No adverse patient effects were reported. At a later date, the device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with no response obtained and no tones heard. Ts discussed the device may have reached end of life (eol) and should be replaced, with it possibly depleting prematurely. This s-ICD remains implanted. No adverse patient effects were reported. At a later date, the device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with no response obtained and no tones heard. Ts discussed the device may have reached end of life (eol) and should be replaced, with it possibly depleting prematurely. This s-ICD remains implanted. No adverse patient effects were reported.